Manufacturer narrative:
Additional information provided. No sample has been returned for evaluation for the reported issue of hypotony, maculopthy and decreased vision; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that postoperative hypotony and worsening in visual field loss are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported following the implant of a micro-filtration device, a patient experienced hypotony, maculopathy and decreased vision. Additional information was requested.